Manufacturer narrative:
Initial and final MDR-(B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion sets needle issue event on 18-feb-2026. The patient reported that the needle was crooked and the plastic cannula did not penetrate the skin after deployment. The patient's blood glucose level was elevated, and a correction was administered using the pump. The issue was observed with four infusion sets. No further information available.